Event description:
At a (B)(6) training session in (B)(6), a man named (B)(6) volunteered to have an electroneuronography (enog) test performed in front of the class. This test involves stimulation of the facial nerve and recording neurological responses. The stimulus is supplied by a digitimer ds7a and the recording is performed by a natus navigator pro. The trainer tested the stimulation on themselves and then performed the demonstration on (B)(6). A week later, natus received communication that (B)(6) had been experiencing facial paresis on the same side as the demonstration. A neurologist reportedly diagnosed probable bell's palsy and prescribed antibiotics and eye cream. (B)(6) has maintained that the weakness has persisted. The enog test is designed to dianose conditions such as bell's palsy and there are no literature sources reporting nerve damage from enog stimulation. The digitimer in question had been shipped by freight and has not been available for eval as it is still in transit.